Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that resistance was encountered during advancement of the filter through the delivery sheath and upon deployment, the filter tilted and several filter legs were crossed. An attempt was made to uncross the filter legs with a catheter, but it was unsuccessful. The filter remains implanted. There was no reported patient injury.